Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erratic hemoglobin (hgb) results with no instrument generated flags on a patient sample generated by the unicel® dxh 800 coulter® cellular analysis system. The instrument was giving intermittent hgb blank error codes; however, the error did not accompany the erroneous results. Printouts were submitted for two (2) patient samples run on two (2) consecutive days. Only one (1) patient's results were run on (B)(6) 2012, which were considered erroneous. The second patient's results were considered correct and were submitted to demonstrate the flagging of the hgb blank error messages. The results provided by the customer are presented in the attachment section of this report. No erroneous results were reported out of the laboratory. No death or injury is attributed to this event and there was no change to patient treatment. Patient demographics: patient 1 - male, (B)(6) . Patient 2 - male, (B)(6) .

Manufacturer narrative:
No specific sample information was provided by the customer. Previously run samples were re-run to confirm accurate back to the last acceptable control run. The instrument is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after the issue and recovered within range. A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse replaced a cloudy hgb bath assembly and the hgb lamp. The fse also observed that the hgb volts were at 0.41 max and adjusted the hgb optics for 0.6 per procedure. The fse stated that the fluctuation of the blank hgb errors is likely due to interference by small bubbles randomly sticking to etching in the plastic of the worn hgb chamber. The cause of the erroneous results is unknown; however, the problem was resolved with the service performed. Per product labeling: beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter, inc. Suggests using all available options to optimize the sensitivity of instrument results. All options include: codes, flags, reference range limits, action limits, critical limits, delta checks, definitive messages, system messages, suspect messages, status and exception messages, decision rules. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. Hgb blank shift: hgb blank reading was inconsistent with previous values.